Manufacturer narrative:
Two opened probes were received with tip protectors, in a bubble bag, for the report of poor cutting. One of the probes had a bent needle. Sample #1 was visually inspected and was found non-conforming with a bent needle. The sample was then functionally tested for actuation, aspiration and cut. The sample was found conforming for cut and was non-conforming for actuation and aspiration. The probe was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter was found to be bent. Gouge marks were observed at the bend area and several other locations along the inner cutter. The sample was tested with a syringe and no resistance was felt. The sample was retested for aspiration and actuation with the probe driver was able to aspirate and actuate. The initial aspiration and actuation tests failed due to an interference within the probe and/or aspiration path and once the interference (bent needle and shell) was removed the probe was able to aspirate and actuate sample #2 was visually inspected and was found non-conforming with the probe needle and inner cutter bent and cracked. Functional testing could not be performed and degree of wear could not be determined do to the ben/t cracked needle. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. The complaint evaluation does not confirm a cut issue on sample #1. The sample evaluation did indicate the probe had an actuation issue. And, unrelated to the reported event, the evaluation also indicated that the probe had an aspiration issue. Sample #2 was unable to be functionally tested, however a bent and broken needle and inner cutter would have contributed to the reported cut issue. The most likely root cause for all observed functional non-conformances is from the bent needle and bent inner cutter observed on each returned sample. A damaged inner cutter can impede the movement of the cutter shaft, causing to probe to not be able to perform the cut. This interference is present as observed from visual condition of the inner cutters. A bent needle and inner cutter can also impede or completely obstruct aspiration flow through the probe. After sample #1 was disassembled (bent needle and shell removed), the probe was able to actuate and aspirate. The exact root cause of the bent needles and inner cutters cannot be determined from this evaluation. The most likely root cause is handling at any point after the probes were shipped from the manufacturing site. An exact root cause for the bent needles and the bent inner cutters was not determined from the evaluations, therefore, no specific action with regard to this complaint was taken. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that poor cutting was confirmed during two procedures. Aspiration was functional. The product was replaced and both procedures completed with no patient harm.